Event description:
Event description boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) has felt sluggish for two weeks. Their crt-d was reprogrammed one day before calling in and they continue to feel sluggish. The patient felt as if they were in atrial fibrillation but their physician assured them they were not. The patient is concerned there 'is something wrong with the device'.